Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device change out and revision for a lead dislodgement procedure. The lead also exhibited loss of capture. The lead was capped and replaced. The patient was asymptomatic.